Event description:
As initially reported: select ivc filter (original design) found to have fractured leg, extravascular. Filter removed with forceps due to tip embedding, but fragment not accessible.